Event description:
It was reported that a beta bionics ilet user experienced hyperglycemia with a cgm reading and confirmatory fingerstick above range reaching a peak of 399 mg/dl. The user performed multiple supply changes and eventually disconnected to take manual insulin. Blood glucose later returned to normal range, and the case was closed. There was no outside intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.